Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned they were outside yesterday and found they have an electrical burn or heat blister on their skin over the implant. Patient inquired if it could be due to the implant. The patient mentioned their shirt was over their implant, so they were confident that it was not due to sun exposure. The patient also confirmed the burn was not due to the recharger since they had not charged their implant for 3 days. Patient confirmed they have been using their implant all the time and have not experienced any stimulation changes. Patient confirmed they have not had falls or traumas recently. Agent directed the patient to see their doctor about the burns. Patient reported they do not have a managing physician. Agent email patient physician listing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt provided cause of burn as "heat". Steps taken as "healing". The issue was not resolved.